Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was capped during a generator replacement procedure after it was found to exhibit high out of range shock impedance measurements (was increasing over time). A new lead was successfully implanted. No additional adverse patient effects were reported.